Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 232.6040 on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: - informed customer this is due to the display board. - after providing display board part number, I recommended sending in for repair. - customer will most likely send in for repair. Ended call. Ref: (B)(4).